Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported aurum lab ordered milled custom titanium abutment from zimvie and fabricated screw retained crown. Torqued to 35 ncm. Screw got loose.

Manufacturer narrative:
Zimvie did not received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). The device was received and inspected under ce-95317-2025. DHR review was completed for the subject lot number 2120022426. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120022426 for similar events and three other complaints were identified ((B)(4)). Review completed utilizing keywords: ¿dental: functional: loosening.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00556-haz rev. 6, the most likely root cause determined from the investigation was possibly user caused or caused due to patient factors therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.